Manufacturer narrative:
Correction to the following fields: b5, d1, d2a, d2b, d4 (model), d4 (UDI). The investigation is still ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The subject device is a colonovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing, and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1-10cfu, bacterial identification: light growth of enteric flora - citrobacter freundii, pseudomonas aerginosa, heavy growth of enteric flora - klebsiella oxytoca. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: none, bacterial identification: no growth. Per the customer as they performed enhanced cleaning as instructed and at that time the device no longer tested positive the device was no longer being returned. Based on the device no longer being returned the results of the investigation are as follows, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. Since the customer refused to send the device to olympus, the reported event was not confirmed as the scope was not microbiologically tested by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.